Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer did not have alternate insulin therapy and declined to provide additional information and further troubleshooting with tandem technical support.